Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080010 were reviewed and no abnormal issues were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080010 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid result(s): called in because she purchased a flowflex plus kit and no results displayed. No lines appeared at all. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She has since thrown the test cassette away so she cannot provide a picture showing the invalid test. The kit was purchased at cvs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will provide a follow-up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be included in a follow-up MDR.

Event description:
Invalid result(s). Called in because she purchased a flowflex plus kit and no results displayed. No lines appeared at all. She followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. She has since thrown the test cassette away so she cannot provide a picture showing the invalid test. The kit was purchased at cvs.